Event description:
It was reported by repair work order that the retractable head section is stuck in the extended position which could effect transport of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.